Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. The video cable was broken, therefore, a b30 (communication) error occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video scope had a pink and purple screen with lines on it and image then turned purple. The issue occurred at the beginning of the laparoscopic cholecystectomy procedure. The procedure was competed using a similar device. There was no significant prolongation of the procedure or any reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a pink and purple screen with lines on it. The issue occurred during an unspecified procedure. The procedure was competed using a similar device. There was no significant prolongation of the procedure or any reports of patient harm.

Manufacturer narrative:
H6- component code should be imager on the initial.

Event description:
It was reported the rigid video scope had a pink and purple screen with lines on it and image then turned purple. The issue occurred at the beginning of the laparoscopic cholecystectomy procedure. The procedure was competed using a similar device. There was no significant prolongation of the procedure or any reports of patient harm.